Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Customer claims the primary audible alarm is not coming on, secondary and visual alarms are fine with no problems, unit was not on a pt. Settings are on default settings for adult pt."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative.(B)(4). At present, this unit is segregated at the customer site. Carefusion and the user facility are reviewing unit repair options or a potential onsite visit by a carefusion field service engineer. Once additional information becomes available, a follow-up medwatch report will be submitted.